Event description:
Laparoscopic hernia in progress. The "tacker" was needed to attach the mesh, but "tacker" would not fire. Somehow it was stuck; no tackers were able to be utilized. Another tacker was opened and used without problem. No injury to pt.